Event description:
Technician alleged that the brakes would not hold or keep the bed from moving when locked in place. No patient impact.

Manufacturer narrative:
The technician found the brake casters were worn from aged. The technician replaced the brake casters to resolve the issue.